Event description:
Malfunction of auto suture pdb and inflation bulb. Balloon malfunctioned while being used in pt's abdomen. While attempting to remove, the balloon came off and remained in the pt's abdomen intact. The surgical team was able to immediately retrieve the balloon laparoscopically.